Event description:
It was reported that the implantable cardioverter defibrillator exhibited 96 percent inappropriate mode switch caused by oversensing. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of no lv output, failure to sense, under-sensing, and inability to program were not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.